Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer passed away on (B)(6)2025. Per the contact, the cause of death was diabetes-related hypoglycemia. No additional information was provided. Multiple attempts were made by tandem technical support to obtain additional information; however, no additional information could be obtained.